Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer's blood glucose level was 206 mg/dl at the time of incident. The customer stated that the insulin leaked into his reservoir. The reservoir will not be returned for analysis.